Event description:
Unit failed to work during a pre-use check, therefore no patient injury occurred. The unit had constant alarms and an alarm for upper pressure limit, along with apnea, and minute volume alarms. Replaced the 765 board and corrected the problem. Unit calibrated and tested with manufacturer's specifications. The 765 board was discarded. This report was generated from service report screening.